Event description:
When attempting to move a pt from chair to bed with a sabina ii lift, the pt's left leg got caught under the knee support. With the right leg, bent at the knee on the foot tray and the left leg, straight, also on the foot tray the nurses attempted to lift the pt unaware that his left leg was caught under the knee support. The pt complained of pain when the rn came in and noticed that the leg was not properly positioned on the foot tray but caught under the knee support. The nurses lowered the pt back to the chair. Calf trap was not used when performing the lift. Pt had x-ray on the left knee that concluded a left proximal tibia plateau fracture. Reference MFR report number: 8030916-2013-00088.